Event description:
False positive result(s). Customer performed three tests, first was positive (faint line) and the last two were negative. All performed on the same day. Customer had pcr test later the same day and the result was negative.

Manufacturer narrative:
Batch records, final product manufactured, and qc records were reviewed for lot cov1120066. No abnormal issue was found, manufacturing process, technical testing and quality control inspections complied with the dmr. Test results of retained samples for the affected lot, meet with the qc criterion. The issue could not be reproduced. Complaint is not verified.